Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an unknown procedure. The procedure was completed as planned without any issues. It was reported to philips that the system generated an alert showing that the hand or footswitch had been pressed. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was not producing x-rays because of an open filament in the x-ray tube. To resolve the issue, the fse replaced the x-ray tube in another work order. The defective part was sent for analysis, for power interface module no malfunction was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, the procedure was completed with a minor delay as the user completed necessitated connecting the charger to the footswitch before proceeding as usual. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the hand or footswitch was pressed, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.